Manufacturer narrative:
A visual examination of the device revealed the medicine port and the c-clamp were closed, the feeding port was open. The external bolster was located near the 1.5 centimeter mark and was without issue. The internal bolster was detached from the tubing and was returned. A remnant of the internal bolster remained attached to the tubing. Evidence was found of proper molding and attachment to tubing. The returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment during removal most likely occurs because excess force is applied to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed (B)(6), 2010 (exact date is unknown). According to the complainant, during the procedure on (B)(6), 2011 when the physician withdrew the device for replacement, the internal bolster fell into the patient's stomach. The internal bolster was removed endoscopically. The physician reported that no resistance was felt while removing the placed device. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. Patient's condition was reported to be good.

Manufacturer narrative:
(B)(6): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed (B)(6), 2010 (exact date is unknown). According to the complainant, during the procedure on (B)(6), 2011 when the physician withdrew the device for replacement, the internal bolster fell into the patient's stomach. The internal bolster was removed endoscopically. The physician reported that no resistance was felt while removing the placed device. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. Patient's condition was reported to be good.